Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of varying right ventricular (rv) lead impedance measurements and varying right atrial (ra) lead threshold measurements. Intermittent loss of capture (loc) was also observed however the patient has an intrinsic escape rhythm of 35 bpm so there was no asystole greater than 2 consecutive seconds. The patient complains of feeling dizzy. The device has been reprogrammed to turn off the minute ventilation (mv) sensor. The device remains in service and the patient will be monitored.